Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, clip was not closing when applying pressure. Therefore the device isn't usable. Procedure was completed with same like device. No adverse event on the patient.

Manufacturer narrative:
(B)(4).